Event description:
A surgeon reported that after an intraocular lens (iol) implant procedure, the pt had decreased vision due to the lens rotating. The iols was exchanged approximately one month after initial implantation. Addition information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionaire was not received. (B)(4).